Manufacturer narrative:
Based on the multiple sample quality alarms at sample testing time, the issue was determined to be due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). Calibration and qc are within the acceptable range. A review of the alarm trace showed that on (B)(6) 2025, there were many alarms regarding sample foam detection, sample clot detection, sample probe, and abnormal aspiration. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys anti-hav igm assay result for a patient sample tested on a cobas e 801 analytical unit. The elecsys anti-hav igm result was reactive (1.04 coi). The cnr result was negative. The pcr result was negative.